Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room due to a blood glucose level of 539 mg/dl and diabetic ketoacidosis, and was subsequently hospitalized. Customer was treated with an insulin and fluid drip, and customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the pump shutdown due to the pump battery not being charged. Customer charged the pump, and upon the pump turning back on the pump date and time were noted to be inaccurate. Tandem technical support guided the customer through adjusting the pump date and time to be correct.